Event description:
It was reported that this pacemaker's battery is depleting faster than expected. Upon analysis it was found that power consumption was higher than anticipated. Boston scientific technical services recommended that device be replaced. Additional information informed and confirmed that device was explanted and replaced. Product will return to boston scientific. No additional adverse patient effects were reported.